Event description:
The pt presented with a thoracic aortic aneuysm. The physician successfully implanted a gore thoracic endoprosthesis. Upon the withdrawal of the 24fr introducer sheath, the iliac artery ruptured. The artery was successfully repaired using a dacron graft. The pt's status was stable following the procedure.